Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a laparoscopic cholecystectomy using the subject device, the following event occurred. About 20 minutes after the procedure began, an abnormal error of the tip(error code unknown) occurred. The user became unable to activate output. The proximal side of tissue pad was slightly worn. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On july 6, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn at the proximal side. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.